Event description:
An endurant stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size was not reported. Aortic neck was 2.7 cm long, very tortuous with 2 bends, and angulated 70 degrees. Vessels were narrow and severely tortuous; the right side had better access than the left side. After straightening out the neck with a meier wire, the endurant aui was deployed easily via the right side according to the IFU. The delivery system was advanced to recapture the tip, and the tip was recaptured; however, upon withdrawing the delivery system into the stent graft, the device would not withdraw. It was likely that a suprarenal stent strut was caught in the spindle. The delivery system was advanced, and the tip capture released again and the device torqued. Two further attempts were made to withdraw the delivery system without success. A decision was made by the radiologist to try to retrieve the delivery system by advancing the graft cover inside the stent graft, which was also unsuccessful. The surgeon then made the decision to convert to an open repair. The open repair was complicated by adhesions from prior abdominal surgeries. An ovarian cyst was found during the conversion and was removed. The pt reported had other health issues, but the details are unk. The aui graft was explanted, and the pt was successfully converted. It was reported that the pt expired the following day; the cause of death was multi organ failure post surgical procedure.

Manufacturer narrative:
(B)(4). Results: death, very tortuous aneurysm and iliac arteries, pt's health issues, pending device analysis. Conclusion: pending device analysis, very tortuous aneurysm and iliac arteries, pt's health issues.